Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, multiple pockets in main drawer 4.2 were not detected on the bus. Recovery attempts were unsuccessful, and a hard reboot of the machine did not resolve the issue.The customer reported that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 06-SEP-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawer 4.2 was not on the bus. A field service engineer (FSE) removed the back panel and reseated the connection to resolve the issue. The drawer was recovered and fully functional. The repair was tested in the hardware test application (HTA) which successfully passed. The system functioned as intended after the field service engineer repaired the device.